Manufacturer narrative:
Other text: one unit was returned for investigation. Upon physical inspection, it was found that the complained issue could be duplicated. The patient pressure cycle led was found to be out of adjustment. DHR review was done, no issues related to the original complaint were found and the device passed all functional tests.

Event description:
Ro 1181516 - failing test 4.2.3.7 flash cycle led my meter shows 15cm h2o when cycling starts, not between.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing were performed. No impact or corrosion damage present. The technician could not get the cycle indicator to light without applying at least approx. 14 centimeters water (cmh2o) back pressure. Test procedure called out for no more than 11.5 cmh2o backpressure maximum. The reported problem was confirmed. The root cause of the reported problem was found to be that the patient pressure cycle light-emitting diode (led) was out of adjustment. The technician reset patient pressure cycle led>.

Event description:
It was reported that a smiths medical ventilator is failing test 4.2.3.7 flash cycle led my meter shows 15cm h2o when cycling starts, not between. No adverse patient effects were reported.